Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap. Hysterectomy, the jaw fell off into a patient. Customer was able to retrieve the jaw. No patient consequences. Procedure completed using a second device. No patient consequences. Device to be returned.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw. All pieces were returned/received. Excessive tissue was present on blade. Under magnification, a small ding was noticed on the electrode and the lobes of jaw were bent. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.